Event description:
A patient admitted for phototherapy was placed under bililight and a goosed neck lamp for warming. The patient's diaper had been left off so that light could reach a larger surface area. The patient urinated and as urine hit the light bulb of the warming light, the bulb burst. Fragments of the bulb hit the patient's skin causing second degree burns. A safety check was conducted by biomed on the goosed neck lamp and was found to be in compliance with nfpa 99 section 7-5.1.2.2.